Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016 .device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: there were call service (cs 064) alarms with high force due to an occlusion during prime observed in the black box. ¿ez-prime¿ steps were performed correctly with no errors, alarms or warnings during the investigation. The product performed within specifications and the original complaint could not be duplicated. Unrelated to the original complaint, the battery compartment and pump casing was cracked. Also unrelated, the display was dim and discolored.